Event description:
The hcp reported that, on 3 occasions, there has been a volume discrepancy at refill. In october 2003, the estimated reservoir volume was 2.7ml, the actual was 12ml. In novemer 2003, the estimated was 2.7ml and the actual is 18ml. Now the estimated is 2.7ml and the actual is 18ml. From december until now, the pt had "adequate control so volumes were not documented." Now the pt is again having return of symptoms. The hcp did dye study through the cap, got clear fluid back, and injected dye which went into the csf. A roller test showed the roller to have moved 90 degrees.